Event description:
It was reported that a pericardial effusion (pe) occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. There was no pe noted prior to the procedure. The physician performed transseptal puncture. However, while going transferral with a non-boston scientific intracardiac echocardiography (ice) catheter (ice 4d phillips), a heart rate change was noted and subsequently a pericardial effusion in right ventricular (rv) was noted. A pericardial drain was placed and the patient was transferred in the intensive care unit (ICU) in a stable condition. Patient has discharged to home the next day. The watchman procedure was aborted. In the physician opinion, the source of the effusion is unknown but most likely related to ice manipulation. It was an extremely difficult septum with ballooning x2 to get across. No heart rate increase noted and no the versa cross system was not in the body at time effusion was noted. No claim against system was stated. The device is not expected to be returned for analysis (scrapped).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.